Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed self-test. Customer was assisted with alarm troubleshooting. Customer's blood glucose was unknown at the time of the incident. Customer stated that the insulin pump was not communicating with the glucose monitors. There was no indication that troubleshooting resolved the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed self test and no unexpected failed self-test error alarm noted during testing. Unable to communicated with minilink transmitter sensor and glucose sensor simulator due to faulty radio frequency. Pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.